Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. After interrogating the pacemaker, it was noted that battery life had significantly shortened based on longevity estimations within the past six months. Upon further investigation, it was noted that there were variance in battery voltage which resulted in unstable longevity estimations and monthly voltage trends. The lifetime battery voltage trend, however, appeared normal with stable current drain. The physician then decided to monitor the device. The patient was in stable condition.